Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra smart meter had a calcode issue. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca called the customer back. The cca was advised by the patient that alleged calcode issue began on an unknown date and time, prior to contacting lfs. The patient manages his diabetes with humulin once daily and humalog with breakfast, lunch and dinner and increased his dose of insulin by an unspecified amount as a result of the alleged product issue. The patient stated that he developed symptoms of sweaty, dizzy and blurred vision as a result. The patient reported that as per advice of health care professional (hcp) he self-treated with food and drink (4oz glass of orange juice and a spoonful of sugar). At the time of troubleshooting, the cca was unable to trouble shoot as the patient had stated he was unwell and did not want to answer further questions. Therefore the issue remained unresolved. Replacement products have been sent to the patient. This complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.